Event description:
Olympus was informed that at the start of the unspecified therapeutic procedure, a visual inspection observed that the teflon pad was slightly separated from the tip of the device. At this time there was no pt involvement reported. Olympus followed up with the user facility and additional info was provided. It was stated that the device was not replaced due to the teflon pad issue noted during the start of the procedure, however, the device was used during the procedure. While grasping tissue, it was observed that the teflon pad had become more detached from the grasping section. It is unk if there was any metal exposed. The device was replaced and the intended procedure was successfully completed with another similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.